Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the proximal end of the coyote es balloon catheter. The distal half of the device including portion of the hypotube, the distal and inner outers, the balloon, the markerbands, and tip were not returned for product analysis. Microscopic examination could not be performed as the outer/inner shaft and balloon were not returned for analysis. Microscopic examination revealed numerous kinks throughout the returned portion of the hypotube. There was a complete hypotube separation 90cm from the strain relief. There was pulled hypotube sheath material at the end of the hypotube fracture and the surface was ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft fracture occurred. The target lesion was located in the proximal portion of the anterior tibial artery. A 2mm x 40mm x 145cm coyote¿ es balloon catheter was selected for use to dilate the lesion. As the device was advanced over the wire to the treatment zone, the catheter shaft of the balloon snapped in half inside the patient and separated. The physician attempted to snare the device out but was ineffective. The physician had to abort the procedure and brought the patient to the operating room to physically remove the portion of the wire that snappped off. The procedure was not completed. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft fracture occurred. The target lesion was located in the proximal portion of the anterior tibial artery. A 2mm x 40mm x 145cm coyote¿ es balloon catheter was selected for use to dilate the lesion. As the device was advanced over the wire to the treatment zone, the catheter shaft of the balloon snapped in half inside the patient and separated. The physician attempted to snare the device out but was ineffective. The physician had to abort the procedure and brought the patient to the operating room to physically remove the portion of the wire that snapped off. The procedure was not completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Date at time of event: (B)(6). (B)(4).